Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and doctor due to diabetic ketoacidosis after (B)(6) 2018. The customer's blood glucose value was unknown. The customer stated that diminished battery life, random no delivery alarm, insulin pump had not allowed patient to rewind when it should have on three occasions and insulin pump takes longer for display to come up after battery change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and a21 error test or verify rewind and no excessive no delivery/occlusion alarm due to motor error alarms. No unexpected failed battery alarm anomalies noted. (B)(4).